Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was (B)(4). Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. The investigation of the actual device yielded damage to the haptic that was caused by a device loading error thus the problem traced to the user not following the manufacturing instructions.

Event description:
Lenstec received an email stating " lens torn during procedure. Incision enlarged to remove the lens from the eye with no patient injury and another lens was implanted."

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly.

Event description:
Lenstec received an email stating " lens torn during procedure. Incision enlarged to remove the lens from the eye with no patient injury and another lens was implanted."